Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for slow and uncontrolled heart rate. Atrial undersensing and atrial oversensing were noted on electrograms (egm). The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.